Event description:
During an explant of a micron defibrillator on 3-3-97, the right ventricular lead and the atrial lead were all easily removed while still connected. The patient has some deep venous thromboses (dvt) in his leg and had to be fitted with a greenfield filter to prevent the clots from dislodging in hi slungs. He suffered from amiodarone pulmonary toxicity. He developed a staph bacterini infection several days after the implant. The device was removed. There was evidence of infection in the pocket.